Manufacturer narrative:
Two small plastic vials were returned:one containing a blue irrigation sleeve and the other a particle. The original packaging was not returned therefore we were unable to determine the pack number. Visual inspection found the particle is approximately 2 mm long by 1 mm wide, light blue in color with noticeable blue specks. The particle is soft to the touch and it is similar in appearance to the blue irrigation sleeve which has also blue specks in the material. The visual examination of the sleeve found that the tip is torn and the material is missing from the torn location. The lab analysis confirmed that the light blue colored particle and the light blue irrigation sleeve consist of silicone. While we were able to confirm the nature of the particle, we could not determine when and what caused the damage to the sleeve.

Manufacturer narrative:
The customer was not able to provide the part number of the pack used during the procedure. The lot number of the pack involved in the reported event was not provided therefore we were unable to complete the review of the lot/device manufacturing records. To date the pack was not returned for evaluation. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in the (B)(6) stated that a fragment was found in the patient's eye when the hand piece was introduced into the eye. The fragment was removed without any injury or consequences to the patient.